Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse performed multiple restarts, but issue was not resolved. A review of the system logfiles found that the host pc was unable to connect with flexvision pc. Upon troubleshooting actions, the fse identified that the bios battery had low voltage in the flexvision pc. To resolve the issue, the fse replaced the bios battery. After replacement, the system was returned to use in good working order.